Event description:
On (B)(6) 2023 reporter went to have labs drawn. The patient stated she asked the nurse to use a butterfly needle but the nurse stated they were out of stock, so she used the "next smallest needle". One day later she noticed the same spot where blood was drawn from was black, dark red and dark green in color. She states it had been over 24 days and she has an appointment to see her doctor on (B)(6) 2023. Ref report mw5120007.